Event description:
The patient reported that he experienced a blood glucose (bg) of 524mg/dl. The patient stated he corrected via the pump and his bg came down to 286mg/dl. The patient reported that he used a site that he was using often and has not changed it for some time. Customer support (cs) advised the patient this was likely a site issue. Customer support advised the patient to change out site to a well rested site. Cs confirmed there are no mechanical issues with the pump. There were no alarms in the history and the total daily dose added up correctly. The patient continues to use the pump without any further reported incidents. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen. When a replacement screen was used, pump booted to normal contrast.

Manufacturer narrative:
(B)(4)